Manufacturer narrative:
Report confirmed. The device was tested and the temperature rise was measured to be 72.1°f. The rate of temperature rise was above threshold at 6.2°f/sec. The likely cause was identified as worn bearings. This type of failure is associated with pr# (B)(4). The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. It was reported that there was no patient or staff impact. Repair request escalated to a product event based on reason for return.

Manufacturer narrative:
Device was received in good condition under visual examination. No obvious physical damage, wear, or alterations were observed. The collet exhibited some wear marks indicating normal use. If information is provided in the future, a supplemental report will be issued.